Event description:
This unsolicited device case from united states was received on 12-dec-2017 from a healthcare professional (physician assistant). This case involves a (B)(6) female patient who received treatment with synvisc one and later after 1 day had pseudoseptic reaction and there was device malfunction no concurrent condition was reported. The patient received previous bilateral synvisc one injections in the past (on (B)(6) 2017). The patient did not take immune suppressants and had allergies to acetylsalicylic acid (aspirin) and non-steroidal antiinflammatory drugs (nsaids). The patient had no allergies to avian proteins, feathers or eggs. Her concomitant medications include hydrocodone. The patient's medical history included type 2 diabetes and gastric sleeve surgery in (B)(6) 2015. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown) into both the knees. Synvisc one procedure was not unusual in any way, the solution used for disinfection was povidone iodine (betadine) and alcohol, the package was opened immediately prior to the injection and no other medications were injected at the same time as synvisc one, which had been stored at room temperature. Within 1 day of the injection, the patient's symptoms started. The patient's knees were both very swollen. The patient had pain before the injection, but no pain scale was recorded at that time. It was reported that the patient did not engage in any activities like jogging or tennis after the injections. On (B)(6) 2017, (1 day after receiving synvisc one injection), the patient developed what appeared to be a pseudoseptic reaction and was seen in the office. It was reported that when the patient returned to office she was using a wheelchair and characterized her pain as 10 out of 10. She was able to bear weight before the procedure. The patient did not have a fever and no bloodwork or cultures were performed. It was reported that both the patient's knees were drained, 40ml of fluid from each knee and betamethasone (celestone) was injected on the same day. As on (B)(6) 2017, the patient was 80% better. It was reported that the patient would be seen again on (B)(6) 2017. It was reported that the patient does not take immune suppressants. Since an unknown date, after unknown latency there was device malfunction. Corrective treatment: betamethasone (celestone) for pseudoseptic reaction. Outcome: recovering for both the events. Seriousness criteria: required intervention for both the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment for follow up dated 19-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pseudosepsis with symptoms of swelling of knees, knee effusion and knee pain. The events are temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, causal relationship with the device cannot be ruled out completely.